Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. Additional information received that the ipg was no longer working as intended. The patient underwent an ipg replacement procedure and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block d6b. D6b explant date should be (B)(6) 2023.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.